Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. It is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 19mm 3300tfx aortic valve implanted for eight years, four months was being evaluated for a valve-in-valve procedure due to severe stenosis and regurgitation. The patient presented with worsening shortness of breath and dizziness. There is no planned date for intervention.

Manufacturer narrative:
Updated section b5.

Event description:
It was reported that a patient with a 19mm 3300tfx aortic valve implanted for eight years, four months underwent a valve-in-valve procedure due to degeneration, severe stenosis, and regurgitation. The patient presented with acute on chronic heart failure. The procedure was successfully performed with a 20mm 9750tfx valve. The patient was discharged on pod #2.

Event description:
It was reported that a patient with a 19mm 3300tfx aortic valve implanted for eight years, four months underwent a valve-in-valve procedure due to degeneration, severe stenosis, and regurgitation. The patient presented with acute on chronic heart failure. The procedure was performed with a 20mm 9750tfx valve. The patient was in recovery.

Manufacturer narrative:
Manufacturer narrative: updated sections b5, d4-expiration date, h4, and h6 (type of investigation). The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Corrected data: updated section h6- device code.